Event description:
It was reported that pump experienced malfunction with displayed malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, fault identification was not confirmed, and customer chose to continue using current pump with no additional actions taken by technical support documented.